Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was very long boot up time and often fails reboot and starts to reboot itself. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported long boot up; initial boot up was 5 minutes 18 seconds and subsequent boot up times were 90 seconds. At times the boot did appear to re-boot. Hard drive found out of electrical specification. Hard drive was replaced and reimaged and software reloaded to resolve. Analysis also found the printer has a broken gear.